Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The field service engineer (fse) cleaned the sample probe, checked the rinse tubing, performed an air purge and mechanism check, checked the rinse station, and performed a precision check and qc successfully. The fse returned and cleaned the reagent probe rinsing station, changed a valve, and performed qc successfully. The fse then performed an instrument check and a carry-over check. The carry-over check results were not acceptable. The fse changed the gear pump and changed and switched the reagent probes. Another carry-over check, calibration, and qc were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 5 patient samples on a cobas 6000 c 501 module. On (B)(6) 2022, the initial crep2 result for sample ID (B)(6) was 1.78 mg/dl with flag. The repeat result was 0.79 mg/dl. On (B)(6) 2022, the initial crep2 result for sample ID (B)(6) was 1.59 mg/dl with flag. The repeat result was 0.97 mg/dl with flag. On (B)(6) 2022, the initial crep2 result for sample ID (B)(6) was 1.65 mg/dl with flag. The repeat result was 0.61 mg/dl. On (B)(6) 2022, the initial crep2 result for sample ID (B)(6) was 1.92 mg/dl with flag. The repeat result was 0.99 mg/dl. On (B)(6) 2022, the initial crep2 result for sample ID (B)(6) was 1.89 mg/dl. The repeat result was 0.90 mg/dl. No questionable results were reported outside of the laboratory. The crep2 reagent lot is 64353201 and the expiration date is 28-feb-2023.